Event description:
Additional information received from the consumer reported the device started turning off on its own on (B)(6)-2016 and it was also observed on (B)(6)-2016. The patient had checked the internal battery 1 or 2 days prior and it had shown 1/4 charge left. In the morning, the battery did not show any charge and the device was off. The patient immediately started recharging the internal battery and had to take pain pills. The patient experienced extreme pain in their legs that lasted 30-45 even as the internal battery was being recharged. The patient believed the issue was caused due to the display showing 25% increments and suggested the display show numerical values which would help avoid similar situations.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a problem with the stimulation. It had turned off twice on its own. The patient would recharge it and then it would turn off again. Indications for use include multiple back operations. No interventions or patient outcome was provided. Follow up was requested. If additional information is received, a supplemental report will be sent.